Event description:
This rv ead was implanted on (B)(6) 2013 and was capped on (B)(6) 2013 due to high impedance issue of >2000 ohms. There were no adverse patient effects noted. The physician was dr. (B)(6) at hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).